Event description:
It was reported that during a lap cholecystectomy procedure, the clips failed to close when the handle was squeezed. A second device was pulled to complete the case. There was no patient consequences.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.